Event description:
During a lap cholecystectomy procedure, the device was working fine on the cystic duct and then the surgeon started to cutaway the gallbladder and got a bleeder. He stated to the rep that he thought he was almost out of clips and then he fired and felt resistence. The device was stuck on the cystic artery. The surgeon tried to pry open the device and it would not open. He as for an al326, clipped both sides of the artery and cut the device off to complete the case.